Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 37 alarms or pump error 63 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm as well as pump error alarm. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. Customer was able to rewind the insulin pump. Insulin pump failed self test. The insulin pump will be returned for analysis.